Event description:
The physician reported failure to deliver shock therapy due to a low resistance measurement relative to the subject ICD lead, which was displayed upon interrogation of the associated device.